Event description:
The event is reported as: "complaint alleges that the circuits leaked during pre-test." No pt injury reported.

Manufacturer narrative:
Sample has been received by manufacturer but investigation is incomplete at this time.